Event description:
Account obtained several troponin t results that were in the range of 0.03 to 0.04 that repeated as <0.01. The incorrect results were not used to guide therapy. The field service representative found that the measuring cell needed to be replaced and repaired the instrument by replacing the measuring cell.